Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer experienced high blood glucose of 600 mg/dl. It was reported that the customer have disconnected from the insulin pump but it was not mentioned if it was more than 48 hours prior to the high blood glucose incident. No further information was provided. The insulin pump was not replaced or returned for analysis.